Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Manufacturer's report date: 04/09/2015. The customer's report of a leaking set was confirmed. The set was received with some dried fluids around the filter. Inspection showed no holes, tears, cracks or breaks in the set. The set was primed and flushed. The set was used for 2 infusions run at 75 ml/hr for 8 hours each, and on the second infusion leaking was noted at the vent. The leak did not build to a droplet. There were no other leaks observed. The root cause of the reported leak could not be identified.

Event description:
The customer reported leaking from the filter during a tpn infusion after 2-3 days of use; their policy is to change their tpn tubing in nicu every 96 hours. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.